Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) shocking lead impedance measurement for the right ventricular (rv) lead that was detected via the patient¿s remote monitoring system. There was no further additional information available from the field at this time. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the left ventricular (lv) seal plug. All other seal plugs were intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This device was subsequently replaced during an elective upgrade procedure.